Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy- rash/skin condition, hypersensitivity"), cystitis ("bladder infect"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), visual impairment ("vision problems"), nausea ("nausea") and migraine ("migraines / headaches / neuro condit/problem") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and hysterectomy(partial), salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia, pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, abdominal pain, dermatitis allergic, cystitis, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, weight increased, visual impairment, nausea, migraine and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for migration, apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse, pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), rash, skin condition, hypersensitivity, fatigue, weight gain, vision problems, nausea , neuro condit/problem, migraines, headaches, hormonal changes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test results were not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received: event ¿injury¿ was updated with more specific information: migration, apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse, pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), rash, skin condition, hypersensitivity, bladder infect., bladder probs., urinary probs., vag. Discharge, fatigue, weight gain, vision problems, nausea, migraines/ headaches, hormonal changes. Reporter (consumer) information updated, patient date of birth, age group, lab data added, essure indication updated, product removal date was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and menorrhagia ('menorrhagia (heavy menstrual bleeding), periods lasting more than 7 days') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy- rash/skin condition, hypersensitivity"), cystitis ("bladder infect"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), visual impairment ("vision problems"), nausea ("nausea"), migraine ("migraines / headaches / neuro condit/problem") and endometrial hyperplasia ("uturan walls were thick") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and hysterectomy(partial), salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, abdominal pain, dermatitis allergic, cystitis, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, weight increased, visual impairment, nausea, migraine, hormone level abnormal and endometrial hyperplasia outcome was unknown and the menorrhagia had not resolved. The reporter considered abdominal pain, bladder disorder, cystitis, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, endometrial hyperplasia, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for migration, apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse, pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), rash, skin condition, hypersensitivity, fatigue, weight gain, vision problems, nausea , neuro condit/problem, migraines, headaches, hormonal changes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test results were not specified.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: new event 'endometrial hyperplasia' was added. Outcome of 'menorrhagia' was modified and reported term updated. New reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.